Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported she was going to have her device removed because there was scar tissue building up around it. The patient knew it was happening because it was pulling. She was indicated for other chronic/ intract pain. No further information was provided. If additional information is received, a follow up report will be sent.